Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose of 460 mg/dl. Troubleshooting was performed. The customer stated that she had an infection and her white cells count was high. The customer also stated having bent cannulas, which caused her glucose level to rise. The customer stated that she changes the infusion set and reservoir every three to four days. Advised the customer to change the infusion set and reservoir every two to three days. The time and date on the insulin pump were correct. Ran a fixed prime test and the insulin exited. The customer stated that she noticed bends and crimps in her cannula. No further info was provided.